Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was blocked and customer was not able to go to menu. Customer's blood glucose level was unknown. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm and frozen screen noted during testing.